Event description:
Information was received from manufacturer representative (rep) about a patient who is implanted with an implantable neurostimulator (ins). They report patient had a return of pain and did not feel like they were getting the same level of pain relief with their implant as they did with their trial. Their healthcare provider (hcp) decided to revise their leads. Hcp was able to move both leads a little bit more to the left side of the spine in hopes of capturing better left side pain relief.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they cannot connect the communicator to the handset and constantly get not found. Patient stated that they cannot enter the communicator serial number manually or scan the qr code; they are stuck and cannot advance. Agent walked patient through resetting the communicator and handset. Patient entered the mystim app and entered the communicator serial number and got not found; patient tried again and got not found. Patient noted they cannot get anything but not found and that the stimulator has never helped with the pain and never did anything for it. Patient mentioned that they went back to the surgeon a month ago and they looked at x-rays and are going to move some wires. Patient noted they have surgery on the 11th for some changes. Patient stated they are supposed to keep the implant charged but they don't worry about it because it doesn't help but maybe the communicator was the issue all along since they have had this issue for awhile now. Patient reported this issue started a couple weeks ago and that they need to be able to charge and connect for their surgery. Agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.